Manufacturer narrative:
(B)(4). Batch # n5682f. The analysis found that one psee60a device was returned for analysis with a gst60b cartridge loaded on the device unfired and in good visual conditions. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hand assisted colectomy procedure, the surgeon stated that device performed correctly on first firing of blue load across small bowel. A blue reload was put on device and then device put on bowel. As the device was being positioned, it fired. The safety was still on and they could visualize a yellow piece inside device where safety is located. An open device was used to complete the procedure. No patient consequences were reported.